Event description:
It was reported that the patient experienced bilateral hemorrhages in the brain two days following deep brain stimulation surgery. The patient was reported to have recovered physically but still experiencing speech difficulties. Full implantation of the deep brain stimulation system was anticipated in the near future. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that surgery went well for ipg placement. It was discovered that the patient had a clotting disorder which triggered his complication after his electrodes were implanted a few months. The patient had since recovered without deficit. It appeared the ipg placement occurred on 2012-(B)(6).